Event description:
It is reported that a peg on the broach impactor was loosened during impaction.

Manufacturer narrative:
Evaluation: the broach impactor was returned with the pin and spring disassembled from the device. The thumb pin was not returned for review. The impactor appears to be in relatively good shape considering the potential field age is over 5 years. Impaction marks are present on the impaction surface as well as on the underside. The failure of the thumb pin coming out of the instrument is a previously addressed design issue. The most likely scenario is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. Instrument was re-designed, incorporating an eb weld, instead of the epoxy connection.